Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A field service engineer (fse) was dispatched to the customer. The fse observed that the yellow aux basin connector was missing a spring. Subsequently, the fse replaced the missing spring, and the unit was functional. In addition, it was noted that the equipment passed all electrical safety tests and was serviced and verified. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the yellow connector of the oer-pro endoscope reprocessor was damaged and needed to be replaced. There was no harm or user injury reported due to the event.

Event description:
There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section h3 was corrected since the device was inspected by the field service engineer. Section b5 was updated for additional information obtained by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken connector could not be determined. Based on the results of the investigation, it is possible that the subject equipment was broken due to a loosened connector, and that the connecting tube was not able to be connected. As a result of the loosened connector, there may have been stress on the device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "chapter 3. Inspection before use. 3.3 inspecting the connectors: check the following for each connector: -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents if any irregularity is found, do not use the equipment and contact olympus." Olympus will continue to monitor field performance for this device.